Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced brakes can't engage, brake difficult to engage, or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 16 to 15. 1 device is still pending evaluation.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced brakes can't engage, brake difficult to engage, or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced brakes can't engage, brake difficult to engage, or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
It was originally reported that the device pending evaluation was evaluated in the field and the issue was caused by transport/storage. This was a clerical error and the device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was caused by transport/storage. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced brakes can't engage, brake difficult to engage, or steer mechanism is difficult to engage/disengage. There was no patient involvement.